Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported a spectrum pump under-infused pah/iothalamate to a pt during a clinical trial. The infusion was set up to run at a rate of 30 ml/hr for 10 hours with a total of 300 ml to be infused. The infusion was stopped at the 10 hour time point. At this time, the pump display showed that 300 ml had infused. However, when the bag was weighed by the pharmacy, only 52 ml had been infused during the 10 hour infusion. At the end of the infusion, it was noted that the IV line was partially clamped between the IV bag and the pump. It was also reported the pump gave no indication of a problem. There were no ill effects for the pt, however the pump malfunction required the subject repeat the infusion a week later, causing additional exposure to study drug, additional blood draws, and additional procedures.